Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found stretched but still attached to the pushwire. Additionally, the implant coil was found tangled with the distal ball missing and with the polypropylene filament broken. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. There was an appearance of dried blood on the pushwire and on the implant coil. All other subassemblies appeared to be normal and no other anomalies were observed. As the distal ball was found missing from the implant coil tip, it is unknown if the implant coil was broken, or any portion of it detached. The coil was reported to have been discarded at the hospital, however it was returned for evaluation. It is possible that this was in reference to the missing distal ball. In regards to the cause for the event, it is likely that the severe tortuosity of the patient anatomy led to the reported event. Stretching of the implant coil can be a precursor to breaking of the implant coil per the concerto coil instructions for use (IFU). Note: the concerto coil instructions for use (IFU) issues the following: warning: ¿due to the delicate nature of the concerto detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment this concerto coil prematurely detached during delivered inside the mic rocatheter. It was reported that the angle of the blood vessel was severely curved, making it difficult to enter the microcatheter. The physician attempted to enter several times and the coil pre-detached halfway around the coil after entering the coil. The procedure was completed using second same device. No patient injury was reported.